Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the catheter was blocked during insertion. Another set was used successfully.

Manufacturer narrative:
(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR was sent in error.

Event description:
The customer alleges that the catheter was blocked during insertion. Another set was used successfully.